Manufacturer narrative:
Investigation: customer returned (1) loose 1/2cc, 12.7mm syringe. Customer states that the scale is misaligned. The returned syringe was tested using the plug gauge and the scale placement fell out of specifications. Unable to perform DHR check for scale misaligned due to unknown lot number. Visual inspection of the syringe found the zero line further away from the barrel tip. The needle assembly was removed from the syringe and no damage was observed on the barrel tips. The syringe was tested per tp700264 using plug gauge 10301. The five unit scale line did not fall within the recessed area of the plug gauge. Per qc700450, if accuracy of scale location is questionable, volumetric testing is to be performed. The syringe had volumetric testing performed per tp700119. Volumes are measured at the 20 and 50 scale lines. Per the chart in section 6.5 of qc700450, the spec range at the 20 is 0.1881-0.2110g, and the spec range at the 50 is 0.4739-0.5238g. These specifications are in alignment with iso 8537. The syringe passed volumetric testing using calibrated scale, ID# 13719, and is within volumetric specification. The volume at 20 unit line was 0.2032g. The volume at the 50 unit line was 0.4922g. The volumetric results ensure that dosing is accurate.

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe the scale marking was misaligned on the syringe. The following information was provided by the initial reporter, translated from japanese to english: misaligned scale.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe the scale marking was misaligned on the syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: misaligned scale.